Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During pre-use check, the pressure transducer test, o2 sensor test and the flow transducer test failed. The control printed circuit board (pcb) was replaced and sent for further investigation. The device is in working condition after the replacement. Visual inspection of the returned control pcb reveals traces of unknown spill. The control pcb was mounted into a test ventilator system for simulated use testing. The device failed the pressure transducer test, o2 cell/sensor test, flow transducer test and patient circuit test during the pre-use check. Expiratory minute volume: low and o2 concentration: high were active during ventilation. Electrical measurements was performed without establishing any deviations. The simulated use testing reproduced the reported error. The cause could not be established by this investigation, the unknown traces of spill on the pc board surface cannot be ruled out and may have a contributing factor in the reproduced error. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits, which may lead to stop of ventilation. Alarms will be generated.

Event description:
Manufacturer's ref. #: (B)(4).